Event description:
As reported by the sales rep per the user facility: reports when anesthesiologist removed catheter, tip of catheter was missing about 4 cms. Unable to find catheter with ultrasound, so piece is retained in patient. Additional information provided by the anesthesiologist indicated the fragment is located in the caudal canal where the procedure was done. A CT scan was performed and the fragment piece could not be seen. Another CT scan was performed a week later, and also did not locate the fragment. The patient was seen by a neurosurgeon and was advised to leave the fragment in place. He reported the patient is fine and suffered no additional adverse sequela associated with the incident. The sample is being retained by the risk management department and will not be returned for evaluation. It was requested of the facility to provide a photograph of the fractured catheter, and was alter reported by the risk manager that their camera did not take a clear picture and the photograph would not be sent. No other information was made available at this time.

Manufacturer narrative:
The actual device is being retained by the user facility and will not be returned for evaluation. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. Incidents of this nature can generally be attributed to one or two causes. First, the catheter may have become lodged between two rigid body structures and stretched beyond its intended design capabilities. Secondly, the catheter may have been withdrawn or partially withdrawn through the needle shearing the catheter tip. It should be noted that the labeling on the tray states, "do not withdraw catheter through the needle because of possible danger of shearing." All available information has been forwarded to the actual manufacturer for further evaluation.